Event description:
It was reported that the patient was not getting adequate therapy due to high impedances on several contacts of the s1 lead. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received stated that the lead was explanted and replaced on (b0(6) 2022. The patient has effective therapy post operatively.